Event description:
The apheresis machine was alarming high centrifuge pressure and would not clear. The treatment was terminated and the machine was pulled from service. The device will alarm high centrifuge pressure if the centrifuge chamber in the patient circuit is not poperly seated in place before treatment is started.